Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not able to connect to their implant and the issue began last night. Patient mentioned their handset is telling them to register their device and scan code. Patient stated they went to the doctor's office on the 28th and the manufacturer representative was there and it was a problem so the representative went on their device and never looked at the patient's device at all and was working it through the representative's device. Manufacturer representative asked if patient had a charger block. Patient stated they did and they were able to charge the handset to 100%. Agent walked patient through resetting the communicator and restarting the handset. Patient was then able to connect to the mystimpc and confirmed seeing the therapy screen. Agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received, it was reported the patient was still having issues connecting the communicator to the handset. The light would go off completely. During the call agent walked patient through turning airplane mode on/off, closing applications, and resetting the handset and communicator. Patient was able to get to their therapy screen. Patient mentioned that the thing kept dropping from 26% or 19%. Agent advised patient to keep up with charging both the handset and communicator. Patient was also having issues with their group c and they weren't getting any relief. Patient would get stimulation on their knee down to their toes for a little bit then the stimulation would shut off. Agent redirected patient to their hcp to address the issue. Patient had an issue with their controller during trial. Patient replaced the aa batteries and issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back and reiterated information as already documented in this case. Pt was extremely difficult for agent to understand clearly and follow throughout the call. Pt kept rambling and going around in circles throughout the call. Pt kept talking about their symptoms even though agent explained several times that agent could not address things of medical nature and that they needed to consult with their hcp. Pt said that they went to the ER yesterday and was told that they had shingles. Pt said that they did a follow-up with their primary doctor and was told that they didn't have shingles. Pt said that they had itching and burning. Pt said that they were given a medicated cream but they didn't even pick it up from the pharmacy since they were told that they didn't have shingles. Pt said that they also had a low white blood cell count. Pt said that when they got their permanent card, they did troubleshooting. Pt said that they met with someone on the 18th of last month and that they went to see hcp on friday. Pt said that the device said no signal found. Pt said that they were told that their symptoms were coming from the device. Pt said that on christmas eve they were breaking out all over their body. Pt was resisting troubleshooting during the call as they kept saying that the did troubleshooting already. Pt said that the communicator green light was barely blinking and that the bluetooth light was not on. Pt said that the light was blinking like a dead battery; pt confirmed that the light was green. Agent had the pt reset the communicator and access the therapy app. Pt said that no signal found appeared. Agent had the pt place the communicator over their ins and try again, however pt kept saying that no signal found was appearing. Agent thought that the pt didn't have the communicator over the ins as pt kept looking at the communicator lights, however pt insisted that they had the communicator over the ins. Pt then said that it was like the handset screen was frozen. Pt said that they were on the home screen and that they couldn't access the therapy app. Agent warm transferred pt to healthcare it for further assistance with the equipment. Pt called for assistance on pairing her equipment. Pt stated they have been working with the manufacturing rep with no luck on pairing the equipment. Agent to mobility for assistance in connecting communicator and the handset. Pt called back and verified that she received their new cell phone but it is not advancing in charge when connected to ac power. Pss (patient services agent) is sending a new recharging cord and will call pt back tomorrow to verify that it is working. Patient mentioned that they received the replacement cords and that they called a mdt rep who told them to call their insurance; patient added that they were confused by that and have passed around a lot. Patient noted that they keep getting no device found and need assistance after receiving a handset. Patient stated that they have been crying and going through a lot and stressed out. Agent walked the patient through a communicator and handset reset. Patient reported the communicator flashed yellow then green after the reset and that the handset was fully charged. Agent walked patient through attempting to connect to the handset but patient got no device found and could only hit retry because cancel and continue were grayed out. Patient went to their settings and verified that the communicator serial was set in the handset; patient tried to connect again and got no device found. Agent asked patient to tap review links but that was not an option on the screen. Agent transferred patient to healthcare it for further assistance. Patient was connected back to pats from hcit - pt verified they are able to connect with the new handset - issue resolved.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs, lot#serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced issues with an implantable neurostimulator device, specifically a pain stimulation implantable pulse generator (ipg). The patient alleged that the device was defective and mentioned that the handset was 2.5 years out of date. The handset reportedly paused and displayed "trying to find a signal," and did not function when the patient lay down. The patient also reported swelling and stated that the therapy had not been working properly since the initial implantation on (B)(6). Troubleshooting efforts by a representative were unsuccessful, and the patient was redirected to their healthcare provider for further assistance patient then stated the last time they called in, they received troubleshooting that helped a lot and resolved, as they were told to take the handset in and out of airplane mode. Patient commented how they were told their handset was defective. Patient stated the handset would work when they reset the handset and reset, but sometimes they saw no connection found and trying to find signal. Patient stated they put the handset into airplane mode to try and reboot. Patient stated the handset comes on a little bit then goes into sleep mode. Patient believed they were told the handset battery was supposed to last 5 years but was told they would be lucky if they had 1.5 years left. Patient then stated the handset was at 26% then went down to 19% and then started charging up once they plugged handset into recharger. Agent reviewed that is normal function of handset.